Event description:
The pt contacted lifescan alleging that the meter would not power on when testing. The pt did not test their blood glucose when they experienced the symptoms. There is no information on whether the pt experienced the systoms reported as chills and sweating prior to or after testing. The pt tried to test and wasunable to get the meter to power on. Due to their symptoms the pt went to the hospital and the reading in the hospital was 46 mg/dl. The pt was treated with food and/or beverage. Customer service explained to the pt the proper way of testing. Customer service had the pt press the power button and the meter powered on. Customer service had the pt insert the test strip all the way into test strip port and the meter powered on.